Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported patient oozed fluid from puncture point during infusion, and after removal of tubing was found to be 13 cm out from the puncture point, with ruptured catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter. A circumferentially aligned split was observed in the catheter shaft near the 13cm depth marking. The proximal end of the catheter was not observed in the returned photo. No other damage could be discerned from the returned photo which could aid in identification of a specific root cause of the split. This complaint will be recorded for future trending and monitoring purposes.